Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was noted telemetry problems with the device and intermittent output. Evaluation summary: (B)(4) analysis determined that the solder interface was fractured. This fracture would have caused the battery to become intermittently disconnected resulting in the reported intermittent operation. Device (B)(4) is an attempted implant retrospective review.

Event description:
It was reported that during implant procedure that when the physician was closing the pocket, he noted that the patient had a pause, so the connection and lead were both tested and appeared to be okay. The device was reconnected again to the lead, but there was no pacing. The device was not implanted. No patient complications have been reported as a result of this event

Event description:
It was reported that during implant procedure that when the physician was closing the pocket he noted that the patient had a pause, so the connection and lead were both tested and appeared to be okay. The device was reconnected again to the lead, but there was no pacing. The device was not implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was noted telemetry problems with the device and intermittent output.